Event description:
It was reported that the patient had the artificial urinary sphincter removed due to fluid loss from a hole in the balloon component. A new artificial urinary sphincter was implanted.